Event description:
The customer reported to olympus that the leak found at the body control unit (bcu) of the colonovideoscope, during an unknown event and procedure. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation, and the evaluation found that the nozzle is clogged by a non-organic translucent material. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations was not confirmed. The evaluation found the following: air leakage located around the scope cover; premature detachment of the sealing joint of both scope cover and scope body unit causing and a loss of tightness but free from visible defect; distal end is deformed; bending section cover or distal sheath rubber glue is separated; universal cord protector is ripped (slightly); electrical contacts of the plug unit are damaged (slightly); angulations are out of specification; and key top 1 unit rubber is worn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained since reprocessing was likely not completed due to occurrence of leakage at control section (scope cover). The event can be prevented by following the instructions for use (IFU): IFU states the detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection IFU states the preventative measures in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.